Event description:
A literature article described a retrospective review of prospective collected data analyzed 101 patients who underwent elective robotic transabdominal retrorectus umbilical prosthetic repair (r-tarup) from august 2018 to january 2022 in one single institution. The article notes that 53% of the patients had incisional hernias, while the remaining 4% had primary ventral hernias. Hernia repair was reinforced with mesh placement in the sublay space for all patients; 57% of cases utilized synthetic mesh, and 42% employed bioabsorbable mesh, while the latter required permanent suture 0 v-loc for the defect closure. Postoperative complications included seroma and hematoma which required surgical intervention. There was no significant correlation to mesh type. One patient had delayed wound closure due to skin burn at the umbilicus. Five patients experienced a surgical site occurrence requiring procedural intervention. Two patients required drainage of a seroma and one patient required evacuation of a hematoma from the retromuscular space. Preoperative quality of life assessments demonstrated statistically significant improvements when compared to postoperative assessments at 3 years. There was no da vinci device malfunction mentioned in the procedures in the article. The designated author was contacted about whether there was any device malfunctions and the author commented that there were no complications.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: garza a, amaya-romero c, arevalo g. Outcomes of robotic transabdominal retromuscular repair: 3-year follow-up. J abdom wall surg. 2024 jun 20;3:12907. Doi: 10.3389/jaws.2024.12907. Pmid: 38966856; pmcid: pmc11222322. Section a: patient information - no specific patient demographics were provided for the specific patients. The mean age of the patients was 53 years, and the majority (57%) of the patients were males. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. .